Event description:
It was reported that a female who underwent an unspecified breast augmentation with a mentor smooth round moderate profile,175cc saline prosthesis experienced left sided deflation postoperative. The issue was diagnosed through ultrasound examination. As a result, patient underwent unilateral replacement with unspecified implant on an unknown date.

Manufacturer narrative:
Device photo evaluation completed on december 1, 2022: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on december 20 , 2022: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 175ccc breast implant had a crease/fold, and a tear on the anterior view. Leak testing was performed, according to mentor procedure, and no additional tears were found. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device was returned for analysis on dec/12/2022, however, the exact date of explantation was not provided. Therefore, the explant date was defaulted to the 1st day of the month the device was received (B)(6) 2022. Should more information become available, this case will be re-assessed. Manufacturer¿s reference number: (B)(4).